Event description:
It was reported on (B)(6) 2025 a 25mm navitor vision valve was selected for implant. The valve was implanted. The following day the patient experienced a stroke and became paralyzed on the right side of the body. The patient status was hospitalization.

Manufacturer narrative:
An event was reported of stroke and paralysis on the right side of body one day post-procedure. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the cause of the reported incidents could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 a 25mm navitor vision valve was selected for implant. The valve was implanted. The following day the patient experienced a stroke and became paralyzed on the right side of the body. The patient status was hospitalization.